Event description:
It was reported that during a breast biopsy for calcifications, they noticed that they were getting very small fragmented samples. They increased the vacuum and continued to receive the small samples. They xrayed the samples and some of the calcifications were in the samples. They finished the case and noticed that there was tissue in the vacuum cannister. They retrieved approximately 6-7 samples, xrayed the samples and there were calcifications in them. Customer discarded the probe. Vacuum tubing being returned for analysis.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, an 11mm and 12mm bladeless trocar were utilized. During use, leakage was experience with both trocars. The surgeon was able to complete the procedure successfully without switching out trocars. No adverse impact to the patient was noted. Upon examining, the 11mm trocar was noted to have a reprocessed obturator.

Manufacturer narrative:
(B) (4). (B) (4). Corrected data: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.